Manufacturer narrative:
Pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test or verify failed battery test alarm, motor error alarm or button keypad anomaly due to blank display. Pump received with moisture damage motor, vibrator, keypad and battery tube assembly. Pump received with cracked battery tube threads, cracked reservoir tube window, minor scratched lcd window and cracked case reservoir tube window corner. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
It was reported that the insulin pump had motor error and act buttons were harder to press. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis.